Event description:
I have been using the abbott freestyle libre 14 day continuous glucose monitoring system. I scanned my sensor and received a notification that my blood glucose was in the low range at 68. I had no symptoms and decided to use my finger stick monitor to check my blood sugar, as it was recommended by the libre system. I performed a finger stick and my blood glucose was 126. The difference was 58 points. I checked my glucose the following morning and the libre was reading 108 and my finger stick was 190. I did a check later in the day on (B)(6) and the libre read 121 and my finger stick read 228. FDA safety report ID# (B)(4).